Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that, during the in-service, they found the facility does not have all reprocessing accessories. The ess reported that the connecting tube for the olympus reprocessor has not been used and the customer has not been using the distal end flushing adapter. The customer reported the scope had been reprocessed without the accessories available and used on patients. There was no associated patient infection reported.

Manufacturer narrative:
The customer was informed of reprocessing steps according to the instructions for use and advised not to use the endoscope until the reprocessing accessories were available and the scope had been reprocessed. The customer was also advised that a second in-service would be needed when the connecting tube for the reprocessor arrived. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event occurred because the user's understanding differed from olympus recommendation in device handling and reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instruction, which may help to prevent the issue: "distal-end flushing adapter (maj-2319)" "prepare equipment for reprocessing" olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.